Event description:
The pusher wire which is soldered to the proximal marker of the device fractured. The deployment wire was retained in the patient and during attempted retrieval of the wire the proximal sharp wire fragment perforated the cavernous ica leading to a direct carotid-cavernous fistula. Ultimately the wire fragment was retrieved using a loop snare by snaring the distal end of the wire. Facility surgery was performed: (B)(6) medical center. FDA safety report ID#: (B)(4).